Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found the reported event was reproduced. Defect of the charge coupled device (ccd) and internal breakage in the cable were confirmed. Reportedly, there was no image on the ccd. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the previous investigation for similar case, there was the possibility that the reported phenomenon was attributed to the following causes. Unexpected stress was applied to the ccd unit and the cable unit due to the user handling.